Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc-sprinter rx ptca balloon catheter to treat a lesion located in the lad. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was not inspected before use. Negative prep was performed with no issues noted. It was reported that the balloon would not deflate at the lesion site. The device was withdrawn from the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
Additional information: the lesion was non-tortuous and non-calcified. The device was being used to post-dilate a previously deployed stent. There were no issues noted when removing the protective sheath and packaging stylette from the device. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used. The balloon would not deflate after the first inflation. An attempt was made to puncture the balloon with the guide wire but was unsuccessful. Product analysis: upon visual inspection, it appeared that the inner member detached from the tip attach bond. The inner member appeared to have moved proximally and the proximal marker band was positioned outside the balloon. The proximal balloon bond appeared stretched. Due to the condition of the returned device it was not possible to inflate the balloon in order to perform deflation testing. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.